Event description:
It was reported to philips that the power supply is faulty. There was no report of patient involvement.

Manufacturer narrative:
It was reported that the power supply is faulty. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and power supply, which the therapy pca was replaced and a quote was given for the power supply. The device remains at the customer site and no further evaluation is warranted at this time.